Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they passed out and got hospitalized due to low blood glucose, with blood glucose levels of 22 mg/dl at the time of the incident. The customer was taken off the insulin pump by the hospital staff after they passed out again and their levels rose to almost 400 mg/dl. The customer was given glucose and d50 to treat. The customer experienced symptoms such as loss of consciousness, abdominal pain, and diarrhoea. The customer was not wearing the insulin pump during the low incident for greater than 48 hours. Troubleshooting was not completed as the customer declined. Customer also had a high of 400 mg/dl when they got home and started the insulin pump, which they treated for with insulin pens. Customer has been experiencing lows for the last 6 months. Customer was at 161 mg/dl at the time of the call. The insulin pump will not be returned for analysis.